Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended energy settings. However, the flap thickness was thinner than recommended. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-17803.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient underwent uneventful lasik on both eyes. Trace diffuse lamellar keratitis (dlk) was noted after surgery on the right eye and grade two - three dlk on the left eye. The flap was lifted on the left eye six days later. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.